Manufacturer narrative:
(B)(4). The product code information provided with initial report was incorrect. The correct information has been provided in this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer current blood glucose level was 457 mg/dl. Customer stated that they put the auto mode on waited for the calibrate but it would not allow me to calibrate. Customer stated that the auto mode feature was not active at the time of high blood glucose event. Customer declined with troubleshooting for high blood glucose. The device will not be returned for analysis.